Manufacturer narrative:
The mega needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. The complaint regarding a broken cable was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the mega needle driver instrument wire broke. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there were no issues related to the opening and closing of grips. No issues related to left/right (yaw) motion of the grips. No issues related to up/down (pitch) motion of the wrist. There was one cable visibly protruding from the distal end of the instrument. No fragments fell inside of the patient¿s anatomy. The instrument was inspected prior to procedure and there was no damage or anything out of the ordinary. No instruments collided with any other instrument or tool during the procedure. The event date was on 11/13/2024. The instrument is available for return to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the mega needle driver instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.